Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to intractable pain and allergy to metallic components. No additional adverse patient effects were reported. The rv lead was surgically abandoned.